Manufacturer narrative:
Although requested, further information was not provided.

Event description:
It was reported that the unspecified "secondary bag solution backed up into the primary during use" which caused "inaccurate medication delivery." The customer stated "date and time is unknown." Although requested, further information was not provided.